Event description:
Reporter indicated a patient was being referred for a surgical consult due to the vns generator migrating in the chest and causing pain. Attempts for further information are in progress. Surgery to reposition or replace the generator appears likely. The patient previously had generator repositioning surgery on (B)(6) 2011 due to migration; the surgery was done for patient comfort only and not to preclude a serious injury.

Event description:
Manufacturer follow-up with the surgeon's office revealed the patient has scheduled and cancelled her surgical consult appointment for the vns generator migration and pain three times. Due to the multiple cancellations, the surgeon's office will no longer see the patient for a surgical consult. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient presented to the office on (B)(6) 2012 complaining of painful stimulation on her left side and when lying down. Vns diagnostics were reported as ok, and the vns output current is set to 0.5ma. The patient then reported to the manufacturer on (B)(6) 2012 that she was having pain in her neck and chest. Before the pain started, the patient had been in a physical domestic dispute, and was assaulted. There is also swelling at the generator site per the patient. The patient was referred back to her treating physicians, who were also notified of the events by the manufacturer. The patient has been referred for vns lead and generator revision surgery, but a consult has not occurred to date.

Event description:
Reporter indicated vns revision surgery was tentatively planned for (B)(6) 2012. The patient later had vns generator and lead replacement surgery performed on (B)(6) 2012. The explanted generator has been returned and is pending analysis. The explanted lead was discarded by the hospital.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were identified, and the generator performed per specifications.

Event description:
Reporter indicated the patient was seen in clinic on (B)(6) 2011 and vns diagnostics were normal and the patient is doing well at this time. Surgical intervention is no longer planned.